Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. Thirty-seven representative unopened samples that pertain to the product code k870h were received for analysis. The product related to k832h or k830h were not provided. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The following information was requested, but unavailable: *please clarify, did 37 sutures break during the single patient procedure? =>37 is representive samples. Actually, suture breakage occurred in a row in some products, but the quantity is unknown. *are 37 unused sutures being returned for evaluation?=>unk.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 2/27/2025 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please clarify, did 37 sutures break during the single patient procedure? Are 37 unused sutures being returned for evaluation? Additional information was requested, the following was obtained: could you kindly confirm the product code please? ¿k832h¿ or ¿k830h¿? =k870h is the correct product code. Could you kindly provide the lot number, please? =cabacc could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =we regularly contact with sale rep about the device returning. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to (B)(6). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the suture broke. It was not a control release needle. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.